Event description:
Gambro renal products learned of a pt's death through litigation by a lawyer, following operator failure to remove the pt's line from the waste handling option (who) following priming of the blood set. Investigation: gambro renal products learned of a pt's death through litigation that occurred following dialysis in 2001. Investigation by the clinic revealed the pt's death was a direct result of clinic staff failing to remove the pt's line from the waste handling option (who) drain port resulting in significant blood loss. The complaint alleges the attending operator failed to remove the venous line from the who and connect it to the pt. This procedural failure was not noticed until approximately 24 minutes later, when a clinic employee other than the operator noted the pt had lost consciousness. Blood loss was estimated at 1,500 cc. The pt was hospitalized and expired the next day.